Event description:
It was reported that patient enrolled in a clinical study underwent total hip arthroplasty on (B)(6) 2012. During the procedure, the stem was implanted and a calcar crack was noted in the femur. A cerclage wire was inserted to treat the calcar fracture and the stem remains implanted. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Device remains implanted.